Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Age and date of birth unknown / not provided. Summary investigation.

Event description:
It was reported that the patient had infection at implant site. Implant was removed and replaced with a new one.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). This report is to relay information omitted from the previously submitted report MFR-0001038806-2020-00121.

Event description:
No further event information is available at the time of this report.